Manufacturer narrative:
UDI: (B)(4). The expiration date is currently unavailable. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(4) that during distal biceps tendon repair procedure on (B)(6) 2021, it was observed that the super qa+ o/c ds cp-2 *ea suture device failed. According to the report, once suture was tied it simply pulled away from the anchor - it appeared that the knot slipped loose. The surgeon reported that the knot came undone after the suture was cut with the tendon pulling off the bone and having to insert another anchor. The anchor without the suture was not removed. Another like device was used to complete the procedure with an unspecified delay. There were no adverse patient consequences reported. No additional information was provided.